Event description:
Same case as: 2134265-2015-04038. It was reported that a catheter became stuck on the guidewire. Vascular access was gained using a brachial approach to treat an endoleak in the extremely tortuous mesenteric artery. An non bsc 5f catheter was positioned for use. The physician advanced a v-18 control wire and a direxion microcatheter. Access to the artery was obtained and the physician then needed to exchange the 5f catheter. During removal of the direxion off of the v-18 wire, it was noted that the direxion was stuck on the wire and the hub of the direxion broke. The hub of the direxion was pulled off the wire. The physician attempted to remove the remaining portion of the microcatheter; however the catheter had an accordion effect and broke into little pieces which were removed as they broke off. Eventually the physician pulled everything out and ended the procedure. The patient will be rescheduled. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has stuck with tw3610934, as part of overall visual revision. The device was returned loaded stuck in the catheter, the catheter has kinks in the middle of the device, it is possible that the wire too and also the catheter is broken near to the proximal section. The device has the distal tip kinked. Overall length, od of distal tip and od of proximal section were measured and were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2015-04038. It was reported that a catheter became stuck on the guidewire. Vascular access was gained using a brachial approach to treat an endoleak in the extremely tortuous mesenteric artery. An non bsc 5f catheter was positioned for use. The physician advanced a v-18 control wire and a direxion microcatheter. Access to the artery was obtained and the physician then needed to exchange the 5f catheter. During removal of the direxion off of the v-18 wire, it was noted that the direxion was stuck on the wire and the hub of the direxion broke. The hub of the direxion was pulled off the wire. The physician attempted to remove the remaining portion of the microcatheter; however the catheter had an accordion effect and broke into little pieces which were removed as they broke off. Eventually the physician pulled everything out and ended the procedure. The patient will be rescheduled. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).